Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she had replaced the meter's batteries 2 weeks ago but a couple of days prior to contacting lfs, the meter stopped turning on. The patient manages her diabetes with a combination of humalog and basaglar insulin and metformin and tradjenta oral medication. The patient reported that she had tried to troubleshoot the issue herself. She stated that 2 days after the meter stopped powering on, she developed symptoms of "headache, frequent urination and strange thirstiness". She reported that on an unknown date/time, she took glucose tablets which may have been in response to the symptoms; however, this treatment seems odd for symptoms more indicative of a high blood glucose excursion rather than low blood glucose. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. Based on the information provided, there was no misuse of the product and the batteries did not need to be replaced. The patient verified that she was using correct cr2032 batteries which had been inserted correctly. She also confirmed that she was using correct onetouch ultra test strips, but the meter would not turn on when the power button was pressed or when a new test strip was inserted per owner's manual. The issue could not be resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that may meet lfs' criteria for a serious injury adverse event after the meter stopped powering on. Although it appears that the patient may have treated her symptoms with glucose thinking she was experiencing a low blood glucose excursion, it seems more likely that the symptoms were due to a high blood glucose excursion.